Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced a connection issue and acquired peritonitis. The cause of the peritonitis event was reported to be a disconnection of the pd catheter from the transfer set. After the disconnection occurred, the pt reconnected the two pieces together and then presented to the pd clinic with abdominal pain and cloudy pd effluent approximately one week after the disconnection. The pt was not hospitalized for the event. On an unreported date, the pt was treated with unspecified antibiotics for the peritonitis event (dose, route and frequency not reported). Additional information was requested but is not available. At the time of this report the patient was recovering from peritonitis. Additional information was requested but is not available. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2014, the patient experienced peritonitis. Should additional relevant information become available, a follow-up will be submitted. Same pt as complaint (B)(4).

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.